Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her insulin pump stopped working in the middle of the night. Customer's blood glucose was 174 mg/dl. Customer stated that she needs a replacement pump. Customer got a motor position encoder error alarm and is not able to access her alarm history settings because she is in a rewind loop. Customer was asked to put the flat round end of a pen in the reservoir compartment and prime. Customer stated that it triggered a no delivery alarm. Customer was asked to rewind again but was stuck in a loop. Customer was unsure if it triggered a compromised force sensor system alarm because it occurred in the middle of the night.